Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of myocardial infarction. However, there is a certain association between the patient¿s co-morbid disease of coronary artery disease and the event of myocardial infarction.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2016, the patient presented to the emergency department with chest pain. Laboratory results showed elevated troponin levels that started at 0.228 on admission and increased to 17.804. An electrocardiogram showed st-t wave abnormality and nonspecific first degree av block. The patient was admitted to the hospital and diagnosed with non-st elevation myocardial infarction (mi). On an unknown date during the admission, the patient was initiated on a heparin drip, nitroglycerin (dose regimen not reported), aspirin and beta blockers were continued (drug names, routes and regimens not reported). On an unknown date during the admission, the patient underwent a left heart catheterization and angiogram. A drug-eluting stent was placed in the ostial first diagonal branch due to a lesion found in the ostium, which was the culprit of the non-st elevation myocardial infarction. The cardiac angiogram also showed the previously placed mid circumflex and lad artery stents were patent with normal ejection fraction. As of (B)(6) 2016, the patient's chest pain resolved with improved condition but with a guarded prognosis. The patient was discharged from the hospital to home with orders for home health. It is unknown if the patient continues ccpd therapy.

Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient experienced a heart attack while driving on (B)(6) 2016 and was subsequently hospitalized. The patient was treated with a stent and was released from the hospital on (B)(6) 2016.